Event description:
It was reported that at the wound check, 12 days after the device was implanted, there was approximately 1 year of battery remaining. The pacemaker was reportedly using 462 percent of power consumption. The following day, the pacemaker was removed and replaced. This product has been returned. This report will be updated upon analysis completion.

Event description:
This product has been returned and device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.